Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a recurring replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive and no significant events leading to keypad anomaly were observed. The customer was advised that a replacement battery and battery cap will be sent. The insulin pump is being replaced and is not expected to return for analysis.